Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user¿s ilet screen was cracked at the top-right corner, with approximately 75% of the display still visible and the device functional. A replacement ilet was arranged. No blood glucose impact was reported. No symptoms, external assistance, or medical intervention occurred.